Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged about three months after implant, the lead was explanted and replaced. During the procedure the right atrial (ra) lead and right ventricular (rv) lead were re-positioned. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.